Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Additional fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, crease fold and wear abrasion. Cloudy and air voids in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
The device has been explanted.